Event description:
A materials specialist reported no phaco power during a cataract procedure. They tried a new handpiece but the issue remained. Following a delay of less than six minutes to switch to an alternate system, the procedure was complete. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).